Event description:
It was reported that syringe 10ml ll had foreign matter in the barrel. This was discovered before use. The following information was provided by the initial reporter: 10ml bd plastipak syringe has cardboard in the barrel of the syringe. The event occurred at infirmary in the aseptic department whilst preparing a dose of civa in a positive pressure isolator. The syringe was opened from the packaging and some of the civa solution was drawn up into the syringe. The operator detected a piece of cardboard in the barrel, when completing a volume check. The product was bagged and sent out to a specialist technician.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/11/2020. H.6. Investigation: one sample and three photos were provided to our quality team for investigation. Through visual inspection, a brown fiber was observed on the plunger, outside of the fluid path. Using magnification, the fiber was identified to be a carton fiber. A device history review was performed for lot 2004016, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Film and paper rollers in the packaging machine are made of carton. While we could not identify a direct issue, it is possible this fiber detached from the rollers and fell inside the blister, becoming attached to the product as observed. Quality project#1960 is opened to reduce foreign matter defects in hypo products. H3: see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll had foreign matter in the barrel. This was discovered before use. The following information was provided by the initial reporter: 10ml bd plastipak syringe has cardboard in the barrel of the syringe. The event occurred at infirmary in the aseptic department whilst preparing a dose of civa in a positive pressure isolator. The syringe was opened from the packaging and some of the civa solution was drawn up into the syringe. The operator detected a piece of cardboard in the barrel, when completing a volume check. The product was bagged and sent out to a specialist technician.